Manufacturer narrative:
(B)(4). The reported condition was confirmed. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor in which the reservoir ruptured. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.